Manufacturer narrative:
The device was not returned and therefore the reported event cannot be confirmed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported "foreign material was confirmed in the forceps channel part of the distal end". The issue was found during inspection/preparation for use. Per the report, the device has not been used on patient. There was no patient harm, injury reported due to the event.